Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set would not flow after being connected to a mini bag. This occurred during an unspecified process step in the pediatric daycare area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.